Event description:
It was reported that this electrode was found to have coiled back to the pocket area likely due to twiddler's syndrome. The electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.